Event description:
Device report 1 of 2: reference MFR report: 16927487-2012-09890. The pt is implanted with two surgical lead with different lots. It was reported, the pt has been experiencing rib stimulation. Reprogramming was attempted to no avail. The pt has been referred for a system x-ray. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.